Event description:
The vessel sealer was placed in patient's body cavity through robot arm #1 during the procedure. The instrument would not cut the tissue and the jaws were sticking together. The vessel sealer was removed and replaced with a new instrument. No harm reached the patient. Dates of use: (B)(6) 2016. Diagnosis or reason for use: robotic hysterectomy.